Event description:
The customer obtained a discordant, higher than expected vitros phyt quality control result (biorad qc result = 11.3 ug/ml vs. Expected result = 8.1 ug/ml) while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. There was no report of affected patient samples. There was no allegation of harm to patients as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a discordant, higher than expected vitros phyt quality control result was obtained while using the vitros 5600 analyzer. Patient samples were not reported to have been affected. The instrument was posting multiple metering condition codes during the timeframe of the event. Precision testing performed prior to any service actions determined that the instrument was most likely not performing as expected at the time of the event. An ocd fe performed service actions and relevant adjustments to the sample metering and incubator subsystems. Following these service actions, acceptable vitros phyt performance was observed. The assignable cause of this event is an instrument related issue. Additionally, the biorad quality control fluid cannot be ruled out as a contributing factor to the event. There was no evidence to suggest a malfunction of the vitros phyt slides.